Manufacturer narrative:
(B)(4).

Event description:
The patient was seen well over a year ago by a company representative for reprogramming. Some impedances were high. Over a short time more electrodes displayed high impedances resulting in a loss of stimulation. X-rays at that time did not indicate a noticeable lead fracture. The patient complained that the ins pocket was uncomfortable and irritated. It felt warm around the ins. The ins had not been on or charged for quite some time. The patient had not been using it. The patient decided to have the system explanted on (B)(6) 2014. At explant it was determined that the quad leads had fractured into 2 pieces near the anchor, each with the distal portions left in the patient¿s epidural space. The leads were frayed. The doctor performing the explant surgery was not a spine surgeon so he was unable to remove the 2 leads himself therefore the leads remained in the epidural space. One octad lead was still intact and was completely explanted. The patient wanted to have an MRI following explant but that would not be possible until the entire lead becomes explanted. The hospital was keeping the explanted product for the company representative to pick up and return to the device manufacturer. The company representative reported on (B)(6) 2014 that the patient was referred to a spine surgeon post explant for further explant of the existing epidural leads. Additional information has been requested.

Manufacturer narrative:
Concomitant medical products: product ID: 3487a-56, lot# v537001, seal# implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: lead. Product ID: 3487a-56, lot# v521479, implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: lead. Product ID: 3778-60 , serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: lead. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: extension. Product ID: 3487a-56, lot# v537001, implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).